Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely, as noted during a routine follow-up. Six months prior, the battery was at 5.5 years of remaining life however, at the most recent check up, the remaining life had dropped to three years. The physician stated no intervention at this time and plans to monitor every six months. No resulting adverse patient effects have been reported.